Event description:
It was further reported that the insulation damage was only on the rv lead. The physician wanted the ra explanted so patient could have a new magnetic resonance imaging (MRI) conditional system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4503m53 lead implanted on (B)(6) 1996. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited insulation damage during a routine implantable pulse generator (ipg) replacement. The outer insulation of the leads came off and slipped down. The inner coil of the leads was exposed and no longer viable. The leads were capped and then removed via laser extraction and replaced. No patient complications have been reported as a result of this event.